Manufacturer narrative:
Unit passed rewind, basic occlusion test, occlusion test, prime/a33test, excessive no delivery test and displacement test. Unit received with intermittent buttons due to moisture damage at keypad traces. No button error alarms noted. Unit received with cracked case at display window corners. Unit received with scratched lcd window.

Event description:
It was reported that the customer received a button error. Customer stated the esc and act buttons did not work to clear the alarm. Customer's blood glucose was 185 mg/dl. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Customer treated with lantis and felt ok. Last blood glucose provided was 255 mg/dl. Advised the customer that the insulin pump would be replaced. No further information provided.